Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor. Unable to verify motor error or a35 alarm due to a33 alarm however, the motor passed motor test. The insulin pump was minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 118 mg/dl. The customer stated that she was sitting in a chair and the motor error occurred out of nowhere. The customer also stated that she received a compromised force sensor system alarm from the pump. The customer stated that insulin was squirting out during the manual prime process. The customer stated that she was unable to exit the preparing to prime loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.